Event description:
Difficulty was experienced during attempts to advance the wire and stent, which backed out of the left main into the aorta. The physician noted the stent separated from the powergrip. A microvena snare was utilized to retrieve the stent.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination- the sds was returned coiled within a plastic bag. The stent was not returned. Microscopic examination- light optical examination on the external surfaces of the balloon revealed no damage. The exact cause of the reported clinical difficulty could not be determined. Per cordis instructions for use, the stent can dislodge from teh ballon for the following reasons: 1) extreme tortous vessel anatomy. 2) excessive manipulation of stent prior to procedure. 3) withdrawing the mounted stent back into the guiding catheter. 4) using a 6f catheter rather than a 7f or 8f.